Manufacturer narrative:
The manufacturing location for this product is bawal. This site is not registered with the FDA. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with foreign matter. It was stated by the customer ¿it looks like foreign material in the plastic plunger. The foreign material is not detached from plastic plunger.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd bawal received 1 sample & 1 photo from the customer facility for investigation. Our quality engineer was able to verify the evidences of black particle imbedded in molded plunger as foreign matter. 200 retention samples of lot#: 17m2871 had been visually inspected, all samples found in good condition with no foreign matter in unit package. The complaint history for the lot#: 17m2871 was reviewed and no complaint was recorded for the reported defect ¿foreign matter. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot#: 17m2871. Log sheet shows the plunger molding machine stopped due to excess inventory on assembly machine is recorded in plunger molding process during manufacturing of lot#: 17m2871. The black particle is imbedded on the plunger rib which is behind the stopper hence it is not harmful as it could not get into the medicine. After analyzing the foreign matter, it was found that the black particle could have gotten added during the molding process of plunger during the startup of molding operations. However, during the in-process inspection no such defect were observed. As a preventive action for the future the team decided the following actions will be taken: 1. Make the associates more cautious and aware about the severity of foreign matter. As a control measure, awareness training has been provided to associates involved in manufacturing operations of molding areas to be cautious to avoid any contamination while loading the resin bags in hopper and during the molding operations. 2. Also, it was decided to give more focus on the reinforcement of existing good manufacturing practices during the manufacturing process for all associates. Basis of severity and occurrence, it was determined that no corrective action is required.